Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. It was reported that when the patient returned for a follow approximately 30 months later, a CT showed aneurysm expansion and a type ia endoleak. A catheter was inserted from the proximal side during a test on the same date. The catheter entered into the aneurysm along the outside of the stent graft and so a type ia endoleak was determined. The physician reported the cause of the event to be anatomy related due to the proximal neck length of 10mm and the device had initially not been implanted from just below the renal artery as planned. It was noted that this was due to the implant being pushed forward by the force of the blood flow during deployment and so was deployed further proximally. No additional clinical sequelae were reported, and the patient is being monitored.